Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Correction: d4, h4. Visual examination of the returned product identified signs of insert attempts (gouges, inserter tool marks) and a flared dovetail feature. Medical records were not provided. Review of the device history records identified no related deviations or anomalies during manufacturing. Root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, an articular surface would not assemble with the tibial tray even after several attempts while paying attention to the insertion direction. As a result, another articular surface was used to complete the surgery. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D10- medical product: tibia cemented 5 degree stemmed left size c; item# 42532006401; lot# 67040531. G2- japan. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.